Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gn060-bipolar coagulation unit as per information received via medwatch (B)(4). According to the complaint description, it was reported that the foot pedal would only activate the unit intermittently. Neuro lead and biomed called to room to trouble shoot. Surgeon continued to have issues with the foot pedal activation. The only other malis bipolar unit brought in the room and set up by neuro lead but the other foot pedal routinely used could not be located. Surgeon could not substitute with any other cautery and has to finish case with malfunctioning unit. Original intended procedure: radiculopathy lumbar. There was no described patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).